Event description:
It was reported that the left ventricular lead was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the distal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic metal ion oxidation and cosmetic environmental stress cracking, was breached cut and had a cosmetic depression. Visual analysis noted apparent explant damage.